Manufacturer narrative:
(B)(4). The handpiece was received with the nose cone cracked. In addition, coating material of the housing was flaking off. The loose particles on the surface are aluminum oxide from the base material. In addition, the handpiece was received with a black unknown substance in the nose cone threads area and the mount. It was connected to a generator, evaluated with a test instrument and was found to be functional. The instrument was disassembled to inspect the internal components and the evidence of moisture was found. Due to the cracked nose cone, moisture entered the hand piece mid housing. A possible cause of the nose cone being cracked is the sterilization method due to the heating and cooling of the sterilization cycles is a stressor. It is possible that the ingress of moisture affected handpiece functionality causing the reported issues. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that prior to an unknown procedure, the coating of products hp054 has been damaged. The damaged was noticed in the cssd before sterilization. The cssd has been using same process for two years and same cleaning liquids for five years (deversey suma med alu and kiilto clean eritzyme); for sterilization the cssd uses sterrad. All the machines have been validated by the instructions of supplier. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.